Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the adhesive on the distal end was found peeling and forming a gap. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to an unspecified defect at the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was peeling and forming a gap. This report is being submitted to capture the peeling adhesive confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.